Manufacturer narrative:
(B)(4). A review of the records related to this equipment that included labeling, manual, trending, device history records, service records and risk documentation reviews for this equipment was performed. The review of the device history record (DHR) for the system showed that there were no issues or non-conformities. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. Based on the investigation no problem was found. All pertinent information available to (B)(4) surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2020 with the left eye (os) flap that shifted temporally and is wrinkled in the center with a large gutter nasally. A flap repair was scheduled to be performed on (B)(6) 2020. It was stated that the patient experienced transient light sensitivity syndrome and loss of best corrected visual acuity (bcva). The patient complained of foreign body sensation in os superior nasally and intense light sensitivity. Patient reported symptoms are interfering with daily activities. Last post op on (B)(6) 2020 with visual acuity right eye (od) 20/30 and left eye (os) 20/cf. Bcva from (B)(6) 2020, right eye pre-op 20/20 -1.50 x -.75 x 177, left eye pre-op 20/20 -1.50 x -.50 x 175.